Event description:
The report from the descover registry indicated that approximately seven (7) months after the index procedure, the patient expired. The cause of death was reported to be cardiac - chf (congestive heart failure). The adverse event was reported to be unrelated to the study device or study procedure.

Manufacturer narrative:
The index procedure was reported to be an urgent procedure with an indication of acute myocardial infarction (ami) without shock greater than twelve (12) hours from presentation to intervention. The patient's ejection fraction (ef) was reported to be 70% and the patient was found to have one (1) diseased vessel with greater than or equal to 50% stenosis. The target lesion for the procedure was the mid right coronary artery (rca). The lesion was reported to be: de novo, native coronary, 3.0 mm in diameter, and 7 mm in length. A cypher 3.0 x 13 mm stent was implanted by direct stenting. The stent was not post-dilated. Angiographic success was achieved for the lesion. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. There were no reported complications or device malfunctions. The patient was discharged the next day. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.